Event description:
It was reported by the customer's husband that the customer had an issue with the reservoir not locking into place. Customer woke up to check her blood glucose level and her reservoir was loose. Customer's blood glucose level at the time of the incident was 321 mg/dl. Customer's husband stated that the customer had a reservoir housing that was chipped. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.